Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during a stone removal procedure performed on (B)(6) 2009. According to the complainant, after removing bile duct stones several times the balloon ruptured. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).